Event description:
It has been reported to philips that the system did not boot up, it froze on the philips logo screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system is not starting. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.